Event description:
It was reported that during a filter placement procedure filter deployment issues occurred. Vascular access was obtained via the right femoral artery. Using intermittent flushing, a 12 fr greenfield filter was deployed in the vena cava; however, upon deployment the filter legs did not open. The physician believes the legs may have been crossed. The filter remained in the patient undeployed. A second non bsc filter was placed above the greenfield filter. The physician believes the patient is adequately protected. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).